Event description:
It was reported protector p50j had foreign material. The following information was provided by the initial reporter, translated from japanese: "while checking the product before use, the hcp noticed that there was something like hair in the expansion chamber."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/18/2021 h.6. Investigation: one sample and three pictures received by the customer showing one protector p50j with a hair in side the bladder, between the expansion chamber and the film that covers it. A device history review was performed for the reported lot 2009113, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported protector p50j had foreign material. The following information was provided by the initial reporter, translated from (B)(6): "while checking the product before use, the hcp noticed that there was something like hair in the expansion chamber."